Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a malfunction with the door clamp; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed during product evaluation. Therefore, the assignable cause could not be identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up medwatch will be submitted.